Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for an infection at the implant site of the pulse generator. The device and leads were explanted, and the infection was treated. The patient was recovering.